Manufacturer narrative:
E1, e2, e3: contact information.

Manufacturer narrative:
It was reported that during surgery, while trying to insert the screws up the neck, the larger screw was getting jammed and got completely jammed up halfway up. When trying to back it out, the inner sleeve with the screw head sheared off. Multiple attempts to engage the screwdriver with the two prongs failed. Procedure was concluded taking the jig off and screws were inserted freehand. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A medical analysis noted that per complaint details, a procedural variance as a contributing factor to the reported event cannot be ruled out as this does not represent a device malfunction. Since no relevant clinical information has been provided and there has been no harm alleged to this patient, no further clinical/medical assessment is warranted at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery, while trying to insert the screws up the neck, the larger screw was getting jammed and got completely jammed up halfway up. When trying to back it out, the inner sleeve with the screw head sheared off. Multiple attempts to engage the screwdriver with the two prongs failed. Procedure was concluded taking the jig off and screws were inserted freehand.